Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that when the needle of powerloc was accessed to the port system, the needle was not stable. The nurse guessed that it was because the "shield" arm was not fitted to the "shield" base "completely". There was no reported patient injury. It was stated this occurred with two devices. This report addressed the first of two devices.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the needle of powerloc was accessed to the port system, the needle was not stable. The nurse guessed that it was because the sheld arm was not fitted to the sheld base completely. There was no reported patient injury. It was stated this occurred with two devices. This report addressed the first of two devices.